Event description:
It was reported that bwi's products - a bi-directional thermocool catheter and the carto 3 mapping system were used in a ventricular tachycardia ablation procedure on a very sick patient. The patient had both liver and renal failure, as well as heart disease. In addition, the patient had been in vt storm the entire night prior to the day of procedure. The patient's case was bumped from second case to first case based on the patient's degenerative state. During mapping and the beginning of ablation, there was no patient movement, although patient went into vt regularly, which was easily pace-terminated. During ablation, patient went into a vt and became hemodynamically unstable. The patient was pace-terminated, but became disoriented and moved. At this point, a map shift was noticed on the carto 3 system. Although no error or warning messages appeared from the system, a definite shift was noticed and brought to the operating physician's attention. The map had moved left laterally by about a centimeter. The physician made the decision to continue the case with the current map but ablation was based on the electrograms and the catheter's position under the fluoroscopy. Ablation was continued. About 20 minutes or so after the patient moved, the error message finally appeared on the carto system indicating patient movement, but no further shifting on the system occurred. Later, the patient began coughing quite a bit during ablation and eventually reported shortness of breath. At that moment, the patient's blood pressure dropped, and the blood-oxygen saturation declined.

Manufacturer narrative:
(B)(4). It was reported that during a case involving a very sick patient, at some point following ablation, the patient had to be pace-terminated to recover from a vt and then he became disoriented and moved. At this point a ¿map shift¿ (of about a centimeter) was noticed on the carto 3 system and the customer stated that no error or warning messages was displayed on the system. The map shift was brought to the physician¿s attention but he chose to continue the case using the ¿shifted¿ map based on electrograms and his position in fluro. It was also reported that about 20 minutes after the patient moved, an error message indicating patient movement was displayed on the system but, no further shifting was noticed. Later on, patient's blood pressure dropped, perforation was diagnosed his health deteriorated and eventually, after all efforts had been made, patient passed away. Based on the local field service engineer report, the associated carto 3 system continued to function satisfyingly and no specific failure was found, which may be related to the reported complaint. Therefore, a root cause related to the carto 3 system could not be determined. Additional information (electronic data) was requested from the customer in the form of log files and case recording to analyze the magnitude of the map shift, its timing, the chain of events, and any display of error messages. The electronic data provided (on a cd) was analyzed by the responsible engineer but it only contained 15 minutes of the end of the study while the events requiring analysis have occurred earlier in this study (case). In addition, this cd contained only the ¿log file¿ of the study, which contains very little numerical data regarding the study and it didn¿t include the study ¿recording¿, which is required for analysis of map shift incidents. Additional attempt to obtain the required information was made but, the specific recordings were not available anymore. Due to lack of case recording and since the associated carto 3 system was reported to function as designed after the case, a substantial root cause could not be determined. However, since it was reported that the patient moved a few times during the case, it is probable that the map shift was caused due to patient movement. The DHR associated with carto 3 # 004203 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. (B)(4). Perforation was suspected, so an intracardiac ultrasound catheter was opened, the echo physician was called in as well as the respiratory therapists. It was informed by the radiology techs that the pericardial tap helped the patient, however, a couple minutes later, after all the efforts had been made, the patient passed away on (B)(6) 2012. The only comment currently available from the physician was that the patient was very sick. On (B)(4) 2012 additional information was received from the attending physician stating that the patient had a cardiac perforation that led to patient's death and that the map shift mentioned in the event description could possibly contribute to the event. Based on this information, it was decided to report this event under the carto system as well dating the alert date as (B)(4) 2012.